Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the patient changed out the pod.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod data showed no timeouts or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. The pod data showed an 0x9b alarm occurred indicating it had been more than 5 minutes after continuous glucose monitor (cgm) deactivation without receiving a pod deactivation command. During fluid path testing, the fluid was able to travel the complete fluid path with no issues. No damages or deficiencies were observed that would inhibit the pod from operating as intended. Overall, no errors of abnormalities were found in the pod that would cause a hazard alarm. It could not be determined what caused the reported hazard alarm event.